Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire was unraveled and bent at distal tip section. The core wire was separated from the distal tip solder ball and this was out of the main coil. No more visual damages were found in the device. Microscope inspection revealed the guidewire was unraveled at distal tip section and the core wire was separated from the distal tip solder ball.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that guidewire unraveled were encountered. The patient underwent transjugular intrahepatic portosystemic shunt (tips) procedure. The target lesion was located in the portal vein. A 035/260/1 amplatz super stiff guidewire was selected for use. However, when the physician opened the package, it was found that the tip of guidewire was kinked and the guidewire tip coating has peeled off making the inner guidewire exposed. The procedure was completed with another of the same device. No complications were reported and the patient was stable. However, returned device analysis revealed guidewire detached/separated.